Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
The customer stated that he required medical attention by the paramedics due to low blood glucose levels and a seizure. Nothing further was reported.